Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had cable failure. A field service engineer found that the device was not detected on the bus and powered it down using the key. The engineer reseated the cables and rebooted the system, then verified proper operation in the hardware test application. The main application was launched, and an escort was allowed to recover and access the fridge without issue. Functionality was tested and confirmed to be working successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator drawer failed and the device displayed a not detected on bus error. The customer attempted to recover the storage space and rebooted the station; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.